Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 at 5:00 pm with blood glucose of 387 mg/dl. The customer's blood glucose was 395 mg/dl at the time of incident and current blood glucose was 126 mg/dl. The customer had experienced the symptoms such as dry mouth and fullness in the stomach. The customer was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The customer does not allege insulin pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persists. The insulin pump and reservoir will not be returned for analysis.